Event description:
During a check in procedure at the manufacturer's service center, a ventilator's screen was distorted. There was no harm or injury reported. The device was evaluated and the complaint was confirmed. The device's front panel board was replaced to address the issue. There was evidence of physical damage.